Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon burst on the first inflation. The physician removed the device and used another of the same to complete the procedure. There were no injuries or additional procedures, and no pieces of the device were left in the patient.